Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, patient experienced hospital acquired pressure ulcers in the posterior (6'oclock) section of the stoma, stated as a result of pressure from the trach tube's flange. Stated followed protocolized skin care and assessment every four hours, was not using any barriers under flange. Denies any breakage, rather feels it was a design issue that allows the posterior portion to have increased pressure when positioning was not optimal. Denies trach ties being too tight, or sutures in excess.